Manufacturer narrative:
The pod was returned with the needle mechanism in the not deployed state. The pod data indicates that the pod did not deploy due to a high pulse width drive stall that occurred on first prime. This drive stall caused the pod to complete first prime early and can be confirmed as the root cause of the user reported event of the needle mechanism not deploying. A rerun was performed, and the drive stall did not replicate. The pod was inspected for any damages or defects that would cause the observed drive stall and none were found. The exact cause of the observed drive stall was not able to be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.